Event description:
It was alleged that the defibrillator would not discharge energy to the pt when the front panel shock button was actuated. The operator cycled power and the device was then successfully used. Pt care was not adversely affected, based upon continued device use.